Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was 12 mmol/l. The customer called to report damage to the pump. The customer states a piece of plastic broke off from reservoir compartment. There is a crack in the pump leading from the top of the reservoir compartment and says he smells insulin. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip, stained address/serial number label and stained end cap sticker. No insulin smell/ moisture damage on motor, vibrator motor, reservoir tube, battery tube or electronic assembly during visual inspection.